Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the broken scope head occurred due to excessive force by the customer. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Follow up communication with the customer provided no additional information other than stating that the procedure was completed. Noted and was confirmed that there was no impact , issue did not have any impact to the outcome of the procedure and confirmed there was no error messages observed when the issue occurred. The subject device was received and evaluated . Device evaluation found the eyepiece cup funnel ( e/p w/u.f/cup) was broken , breakage was observed. The reported issue was confirmed. In addition, optical fiber inspection found shadow in the image, noted to be blurry. Outer tube inspection found bent outer tube, noted that it was received without inner outer adapters and without protector tube. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the scope was broken. The issue found during an unspecified procedure. Report noted that the procedure was completed. There was no patient harm, no user injury reported due to the event.